Event description:
A registered nurse reported that an intraocular lens (iol) was exchanged due to the pt being unhappy because of "fuzzy edges" and glare. The iol was exchanged for a different model lens. In a follow up phone call to the surgeon's office, the nurse stated the pt had been experiencing halos and glare. The surgeon reported the pt could not read print even with any residual refractive error corrected. Limbal relaxing incisions were performed at the time of the original implant procedure. In a follow up, the surgeon reported the event resolved following the iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/13/2010, 09/17/2010, and 09/27/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010. (B)(4).